Event description:
It was reported that the patient had new leads placed on (B)(6) 2011 secondary to lead migration.

Manufacturer narrative:
Lead model 3888-56, lot# v635238, implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead model 3888-56, lot# v635238, impl anted: (B)(6) 2011, explanted: (B)(6) 2011; lead model 3777-75, lot# v377181005, implanted: (B)(6) 2011, explanted: (B)(6) 2011; extension model 3708220, (B)(4), implanted (B)(6) 2011, explanted unk; programmer model 37743, (B)(4); recharger model 37752, (B)(4).